Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the wake button has stopped working. No further information on the reported issue was provided. There was no impact to customer's blood glucose level.

Manufacturer narrative:
Customer called back to perform troubleshooting on broken wake button. During troubleshooting it was confirmed that the pump still turns on when plugged into a power source. Customer had elevated blood glucose(bg) levels, but did not provide a bg value. Customer delivered manual injections to stabilize blood glucose levels. It was indicated that the customer has back up manual injections for continued insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.